Manufacturer narrative:
This issue was not able to be confirmed as the device was not returned for evaluation.

Event description:
It was reported by the customer that the fluid warmer has a temperature control issue and appears to be running at a higher temperature than that stated on the device. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that the fluid warmer has a temperature control issue and appears to be running at a higher temperature than that stated on the device. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.